Event description:
It was reported that during explant of the right ventricular lead was damaged and low impedance occurred. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.